Event description:
I had lasik eye surgery done early in 2008 at the (B)(6) eye institute in (B)(6). After the first lasik surgery I could not see 20/20, so they did the surgery again 3 months later. The benefits of lasik only lasted 1 year, then I needed eyeglasses again. We moved to south america in 2011: by early 2014 I started noticing that regular eyeglasses were no longer correcting my vision- I bought 3 new pairs that year. I went to see an eye doctor in (B)(6), USA who told me that I had keratoconus and told me to get hard contact lenses asap. So I did. However, they proved to be more and more uncomfortable, but at least I was able to see. After returning to (B)(6) to live in 2017, I was told by (B)(6) eye center in (B)(6) that I needed cataract surgery and then I had to be fitted with the sclera lenses. Thank goodness for medicaid, although medicaid would not pay for my sclera lenses--strange since I'm wearing them out of necessity. I want to state that when I was a teenager I was told by an ophthalmologist that I had severe astigmatism. In 2008, at the age of (B)(6), I was told by (B)(6) prior to surgery that I was a perfect candidate for lasik and that they could not see any astigmatism. (The eye doctor in (B)(6), USA informed me that astigmatism does not go away). Anyway, that was and is my experience. I now know that lasik was a mistake for me.